Event description:
The manufacturer received information that a patient's oxygen saturation level would decrease while using this bi-level positive airway pressure (bipap) device. The patient was allegedly hospitalized three times (dates unknown), and attributes his admissions to device malfunction. The patient is not prescribed supplemental oxygen. The manufacturer's investigation is on-going. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
The manufacturer has made numerous requests for additional information and for the return of the device for investigation. No further information has been provided and the manufacturer is unable to confirm the allegation an end user required hospitalization due to decreased oxygen level while using this device. Patient labeling warns the user that if they detect any unexplained changes in the performance of the unit, if the unit is dropped or mishandled, if liquid or water is spilled into the enclosure or if the enclosure is broken, to stop using the device, unplug it and seek assistance from respironics or an authorized service center. The intended use of this device is only for the treatment of obstructive sleep apnea in spontaneously breathing patients weighing more than 66 pounds. The short-term loss of therapy for this patient class does not pose a significant health or safety risk. This is not a life support device, and does not provide supplemental oxygen. Based on the information available, the manufacturer concludes no further action is necessary.